Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis system was rebooting multiple times a day. The field service engineer (fse) identified a potential issue with the pyxis bus cable and proceeded to replace it. Following the replacement, the system stabilized and operated normally. An inventory count was subsequently performed, confirming proper functionality. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, pyxis kept rebooting multiple times a day. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.